Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported that a patient presented with right ventricular (rv) lead failure. The physician elected to explant and replace the rv lead. The patient condition was not known.

Manufacturer narrative:
The reported events were lead dislodgement and intermittent capture. As received, a complete lead was returned in one piece for analysis. The reported event of intermittent capture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages. All four tines were found to be normal and intact.

Event description:
Additional information received notes intermittent capture on the right ventricular (rv) lead due to dislodgement.